Event description:
Customer reported takin insulin @ 9 a.m. At 10 a.m. Customer's spouse stated finding customer "thrashing around in bed" and called 911. Paramedics tested with customers device and result = 215 mg/dl. Pt was taken to the hosp and device result = 20 mg/dl. Customer was given a glucose IV and released. No controls were used. A request was made for product return and replacement product was sent.